Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was reproduced at 22.3 pounds per square inch. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed downstream occlusion test. This occurred during the preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.